Event description:
Date is not exact. I had allergan breast implants for 7 years, after 1 yr I started getting muscle weakness and a little more fatigue than I ever was before, roughly 4 yrs after getting implants I was sleeping on my lunch break every day and started to do less of every day life things, got wrongly diagnosed many times, was told by drs there's nothing they can do. I dont know what's causing your symptoms. What do you want me to do? Even was completely refused to be seen by a dr. I could not find help; I'm not a dr and it is not my job, but it was me who did the research after getting a recall letter from allergan and I had to ask for certain blood test and tell the dr what was going on. I was weak and tired depressed achy sick feeling all over; the feeling of dying is unexplainable. I had my implants removed march 10th and only because my fiances parents died and left some money. No insurance would help. Dr didn't help; my family and friends didn't believe I was sick. I sat in a dark room by myself eating tums as food literally to make it through the day, you people have no idea the physically, mental and emotional damage this has caused. One good thing is I appreciate life a lot more now. I could tell a huge difference in my wellbeing just after a few days. And boom just like that my life is slowly coming back. Coincidence, I think not, FDA is a joke; (B)(6). This is just a glimpse. Please feel free to call I will give you more info. I tried to enter my email at the end and it won't except it. It's (B)(6). Thyroid was slightly off tried meds didn't help; many others on and off because of misdiagnoses. FDA safety report ID# (B)(4).